Manufacturer narrative:
Additional information received indicated that there were no reports of recent tension or trauma to the driveline cable. The patient was transplanted on (B)(6) 2016. The hvad is used for treatment not diagnosis. The driveline cable for the hvad pump ((B)(4)) was not returned to manufacturer for evaluation. A driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the medical personnel that on (B)(6) 2016 driveline swab was taken and it was positive for klebsiella pneumonia. Patient was readmitted to the hospital on (B)(6) 2016 and pet scan on (B)(6) 2016. There was a linear increase in tracer activity that surrounds subcutaneous course of driveline in upper abdomen reaching the lower chest which is consistent with the infection. Focal update in adjacent lower anterior chest wall way represents a small infective focus in the costal cartilages. The focal increase in tracer activity at distal end of the device shunt near it's anastomosis with the aorta infective process seems likely. Patient was transferred to primary hospital on (B)(6) 2016 and commenced on tazocin. On (B)(6) 2016 tazocin discontinued and started ceftriaxone 2g IV (intravenous) daily and continued on fluconazole 500 mg qid (quater in die (4 times day)) oral for long term management of previous (B)(6). Patient remains in the hospital and investigation is ongoing.